Event description:
The patient reported that the up, down and ok buttons are sticking. They stated that the keypad is intact.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up-arrow, down-arrow and ok keypad button presses did not activate desired pump functions during testing. During investigation, it was found that the buttons required multiple button presses to activate a response. The buttons do not have normal spring back or click. There was evidence of contamination found under all key contacts. Unrelated to the complaint, during evaluation the bolus button was found that the bolus button is hard to push.